Manufacturer narrative:
The insulin pump was received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. Blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was performed. No event leading to the alarm. No other alarms prior to the critical pump error alarm were received. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.